Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No delivery anomalies were noted.

Event description:
The customer's son called to report that there are boluses in the bolus history that the customer did not program. The caller felt that blood glucose readings were being sent to the insulin pump, and boluses were being delivered on their own. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the displacement test. The insulin pump was not exposed to high magnetic fields. Found boluses in the bolus history that the customer's son was not comfortable with. Advised the caller that the insulin pump would be replaced. Nothing further was reported.